Manufacturer narrative:
The product investigation was completed. Device evaluation details: field service engineer arrived to the account and confirmed that the issue was resolved by replacing the dc/dc card with another one that was delivered to the customer. The suspected dc/dc card was not requested for investigation by the manufacturer since it was disposed. Power supply was replaced as preventive care. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was scheduled for an atrial fibrillation ablation procedure with a carto 3 system and an error 27 (failure in the patient interface unit power card bit) occurred when trying to start the procedure, which was then followed by a burning smell in the operating room. The patient interface unit (piu) was restarted but the issue remained. A cable appeared to be "melting". The procedure was canceled. The patient was in the operating room at the time of the event. The patient was under local anesthesia for approximately 20-30 minutes. This hardware issue occurred before a transseptal puncture could be performed. No patient consequences were reported. The patient stayed one night longer to do the procedure on the following day with the competitive mapping system.

Manufacturer narrative:
On 18-jun-2025, bwi received additional information indicating that the manufacture date of the system was 30-may-2013. The d4 primary UDI number was updated to (B)(4). The h4 manufacture date was updated to 30-may-2013. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).